Event description:
Pump interrogation showed that the pump motor stalled at 6:30 a.m. And did not recover. The patient was in bed at the time of the stall. The patient experienced withdrawal. The pump was replaced. The patient recovered and was doing well. The device system was used to deliver sufentanil (900 mcg/ml), clonidine (110 mcg/ml), bupivacaine (10 mg/ml), prialt (.6 mcg/ml), and compounded baclofen (110 mcg/ml).

Manufacturer narrative:
(B)(4).